Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Synergy ous mr 2.50 x 20 mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found the mid-section was damaged with stent struts lifted from the stent profile. The undamaged crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues.

Event description:
Reportable based on device analysis completed on 13-feb-2019. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in distal right coronary artery. A 2.50 x 20 synergy ous mr drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.